Event description:
A report was received that the patient had a non-device related fall and after the fall the leads were showing high impedances. The patient underwent a revision procedure wherein the malfunctioning leads were explanted. Once the leads were explanted, there were no visible signs of fracture. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Sc-2218-70 (sn (B)(4)): device evaluation indicated that the lead revealed multiple of the cables were completely broken at the bent/kinked location of the lead, approximately 45.54 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables were still contained inside the lead body. The complaint of high impedances was confirmed. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the leads revealed all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 2.31 cm from the set screw mark of the clik anchor. The broken cables were still contained inside the leads body. The complaint of high impedances were confirmed. Sc-4316 (lot# 15021917): device evaluation indicated that the clik anchor passed the visual test performed. The clik anchor was intact and no parts of it were missing.

Event description:
A report was received that the patient had a non-device related fall and after the fall the leads were showing high impedances. The patient underwent a revision procedure wherein the malfunctioning leads were explanted. Once the leads were explanted, there were no visible signs of fracture. The patient was doing well postoperatively.